Manufacturer narrative:
(B)(4).

Event description:
The customer said she was not able to get the softclix lancet device to work any longer. She felt the lancet was seated properly, but the needle would stick out the end of the cap. The customer confirmed she did not injure herself and no adverse event was reported. The lancet lot number was 10516281 with an expiration date of 07/31/2020. The customer discarded the suspect device. Replacement product was sent to the customer.

Manufacturer narrative:
Further investigation could not be performed as no sample material was returned for investigation. A review of complaints, trending data, and batch records did not identify any non-conformances or deviations related to the customer¿s allegation.